Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. MRI compatibility was requested. It was reported that the patient had exacerbation of multiple sclerosis (ms) and they did not know if the worsening of the ms symptoms was related to the neurostimulator system. It was further stated that the symptoms was not related to the device or therapy. The patient had the stimulation off for about 2 months and the ins was not communicating. It was noted that the patient had spoken with a manufacturer representative (rep) a few weeks prior to the report and it was indicated that the ins was dead and the rep also stated that is was overdischarge. The hcp could not troubleshoot due to lack of access to the patient programmer, but a family member went to get it. Additional information was received from the patient. It was reported that the patient was going to have the device completely removed and that the patient was waiting for approval from her insurance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.